Event description:
It was reported that the patient notified boston scientific that they had their device removed in (B)(6). No further information has been received to date.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201, sn# (B)(6), model: tined lead, UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.